Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient developed epicardial effusion with indefinite cause. This patent undergone pericardial centesis; however, the effusions recur thus the physician suspected right atrial (ra) lead and right ventricular (rv) lead perforation of the heart wall. Both ra and rv leads were explanted and replaced with competitor leads. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation of the lead noted that the complete lead was returned. No irregularities were noted and the helix was fully retracted. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.